Event description:
It was reported that during a bankart repair procedure using a speedstitch suturing device, the device was not passing the sutures properly. A second speedstitch device was opened along with a new needle and new suture cartridge, however, the issue persisted with this device as well. Due to several failed suturing attempts, a small hole was created in the labrum. The surgeon inserted that the difficulties with these devices are attributed to his learning curve. The procedure was completed successfully using a different arthrocare device. There were no significant delays or further pt complications reported as a result of this event.